Event description:
After the surgeon connected the vent line, air was seen at the aorta. The air was removed. The perfusionist checked the pump occlusion and the direction of flow through the valve. No problems were found. However, the perfusionist could not establish blood flow through the device. The valve was replaced. There was no adverse patient affect due to the incident.

Manufacturer narrative:
According to the hospital clinical services group, the device was discarded by the hospital and therefore was not available for technical analysis or evaluation. The cause of the blocked blood flow could not be conclusively determined in that the product was discarded and not available for evaluation. All left vent valves are 100% inspected for flow through the valve. The manufacturing records revealed that the valve passed all testing requirements and was manufactured according to specifications. No further action was deemed necessary.